Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received a vibratory alert for low impedance on the atrial lead. During follow-up, false automatic mode switch (ams) caused by oversensing on the atrial lead, was noted. The physician performed reprogramming to resolve the issue. The patient was in stable condition.